Manufacturer narrative:
The reported event of stylet insertion issue was not confirmed. As received, a complete lead was returned for analysis. Visual, x-ray inspection, and insertion test with sample stylet did not identify any anomalies.

Event description:
It was reported that the patient presented during implant procedure. During procedure, the stylet failed to advance into the atrial lead completely. The lead was not installed and the procedure was completed using an alternative lead on (B)(6) 2021. The patient is recovering from procedure.